Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Citation: it was reported via journal article: title: bile leakage following laparoscopic cholecystectomy. Authors: j. L. A. Albasini, v. S. Aledo, s. P. L. Dexter, j. Marton, I. G. Martin, m. J. Mcmahon citation: surg endosc (1995); 9:1274-1278. [(B)(4)].

Event description:
It was reported via journal article: it was reported via journal article: title: bile leakage following laparoscopic cholecystectomy authors: j. L. A. Albasini, v. S. Aledo, s. P. L. Dexter, j. Marton, I. G. Martin, m. J. Mcmahon citation: surg endosc (1995); 9:1274-1278. Laparoscopic cholecystectomy (lc) is now the treatment of choice for gallstones, but there has been concern that bile leakage with lc is more frequent than after open cholecystectomy (oc). The authors analyzed their experience of this complication with regard to both its incidence and management. This study involves 500 patients (age range: 19-89 years) who underwent laparoscopic cholecystectomy between june 1990 and november 1994. The cystic duct was occluded with absolok absorbable polidyoxanone locking clip (ethicon), endoloop chromic catgut (ethicon) and vicyl suture (ethicon). Reported complications included: patient 8, male patient, was readmitted with a right subphrenic collection which was treated with ultrasound-guided drainage. Ercp showed a cystic duct stump leak which was treated by endoscopic stenting. The bile leak rapidly ceased, and the stent was removed uneventfully 3 months later. In conclusion, the data support the view that bile leakage occurs more commonly after laparoscopic than after conventional cholecystectomy. The reason for the difference is unclear, as is the source of bile leakage in most patients. It is the author¿s contention that the increased frequency of bile leakage creates a greater priority for routine drainage of the subhepatic space after laparoscopic cholecystectomy.